Event description:
A call to technical services was made on 10/24/201 3 stating that this lead was dislodged. This was recently implanted on (B)(6) 2013 and was repositioned on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).